Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to a hyperglycemia and diabetic ketoacidosis on (B)(6). Customer blood glucose level at the time of incident was 643 mg/dl and his current blood glucose level was 137 mg/dl. Customer was treated with intravenous infusion drip. Customer stated that the retainer ring was missing and reservoir was able to lock in place. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2021 the customer was hospitalized for diabetic ketoacidosis/high blood glucose's. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken/dented reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, peeling serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. The insulin pump had a missing retainer. Unable to complete the functional testing or perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. Unable to confirm alleged diabetic ketoacidosis/high blood glucose's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.